Event description:
This report is to advise of an event observed during analysis. Premature depletion (hybrid, ic) current high.

Manufacturer narrative:
Premature battery depletion was confirmed in the lab. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. Analysis of the device image found the device was drawing high current. Electrical testing confirmed high current drain from the hybrid. A hybrid anomaly was found to be the cause of the high current drain and premature battery depletion.